Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's friend reported via phone call that the insulin pump was damage during a car accident and emergency medical services were called. The customer¿s blood glucose was unknown. The customer states father was wearing the pump he was in an accident. The troubleshoot was performed. The customer states the display is all green with nothing on it and then when she hits the back button she will see the menu and then everything disappears and it goes back to a green screen. Customer reports damage to the pump. Pump is alarming but she can't even see because the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No display anomalies including blank display, missing segments or partial display anomalies were noted. Device received with operating currents within specific range. Device passed displacement test, self test and unexpected restart error test. Unit alarmed compromised force sensor system during basic occlusion test due to forced sensor resistor with moisture damage. Unable to perform prime test, excessive no delivery test, delivery accuracy test and occlusion test due to compromised force sensor system alarms. The electronic, motor and vibrator assemblies found with traces of corrosion per visual inspection. Device had cracked lcd window.